Event description:
It was reported that a malfunction alarm occurred. The customer blood glucose (bg) level was "high", although a specific value was not given. Bg level was corrected with a bolus via the pump. There was no adverse impact to the customer¿s blood glucose level.